Event description:
It was reported that the patient expired after implant duration of 0.03 months due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from our implant patient registry. No response has been received to our emails of 10/07/2010 and 10/14/2010 requesting additional information and product return.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures.it is unknown if the device was explanted or will be available for return. No autopsy reported. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.